Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a severe driveline infection that had spread to the outflow graft. A pet-CT scan was performed which observed a fistula that had developed along the driveline up to the pump. The patient was given antibiotics and a vacuum drainage system for wound treatment was applied. Non-surgical treatment remained on-going but the healthcare facility reportedly planning to explant the pump. No further information was provided.

Event description:
It was reported through patient outcome that the pump was explanted on (B)(6) 2020 and the pump would not be returned. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the available device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2019. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.